Event description:
It was reported that there was intermittent contact between the setscrew and the pin, creating a patient alert for high impedance on the right ventricular lead. The pocket was reopened and the setscrew was tightened. Both the lead and device remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.